Manufacturer narrative:
Initial.

Event description:
It was reported that the charger for the ilet system was not charging, and subsequent troubleshooting determined that the charging pad functioned when connected to a different power cord, indicating a charging problem localized to the battery charger cord. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a power source problem associated with the battery charger component consistent with a charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.